Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing two occurrences of air bubbles in the gel. The following has been provided by the initial reporter: it was reported that there are air bubbles in the gel. The customer has advised they found with bubbles in the gel for these tubes.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1209056, medical device expiration date: 2022-07-31, device manufacture date: 2021-07-28. Medical device lot #: 1208820, medical device expiration date: 2022-07-31, device manufacture date: 2021-07-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing two occurrences of air bubbles in the gel. The following has been provided by the initial reporter: it was reported that there are air bubbles in the gel. The customer has advised they found with bubbles in the gel for these tubes.